Event description:
The customer was hospitalized for low bgs. The customer stated that they might have an infection. Troubleshooting was performed. The customer indicated that the screw rotated twice. However, the customer is not certain if they were looking at the correct marking. Instructed the customer to run the test again and marked lead screw in order to repeat the test. Instructed the customer to discontinue the use of the pump and use back up plan.